Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient was unhappy with all distances of vision. The lens was exchanged approximately three months following implant. Additional information was requested.

Manufacturer narrative:
The lens was returned inside a plastic bag on a piece of paper. Solution is on the lens. Both haptics are bent in the gusset area. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Power and resolution testing could not be conducted due to the extensive optic damage. The multifocal toric 17.0, +2.50 add power lens model was replaced with an monofocal toric 17.0, diopter lens model. (B)(4).